Event description:
The customer reported that a seal was not completed even though an end tone, signifying a completed seal cycle, was heard. There was no injury to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.